Event description:
It was reported that during a percutaneous intervention (pci) procedure, a blade detached. The target lesion was located in a fistula. The physician advanced the 8.0 x 2.0cm x 50cm pcb cutting balloon to the lesion. The cutting balloon was inflated, deflated and removed through the sheath. The physician was going to reinsert the device again when it was noticed a blade had detached from the balloon outside of the patient. The procedure was completed with another of the same device. No complications were reported and the patients' status is fine.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a percutaneous intervention (pci) procedure, a blade detached. The target lesion was located in a fistula. The physician advanced the 8.0 x 2.0cm x 50cm pcb cutting balloon to the lesion. The cutting balloon was inflated, deflated and removed through the sheath. The physician was going to reinsert the device again when it was noticed a blade had detached from the balloon outside of the patient. The procedure was completed with another of the same device. No complications were reported and the patient's status is fine.

Manufacturer narrative:
Device evaluated by manufacturer: a visual examination identified that 1 of the 4 atherotomes had detached. A partial section of the proximal end of the pad remained. A microscopic examination observed no damage to the remaining blades. The 3 remaining blades were present and fully bonded to the balloon surface. The device was connected to an encore inflation unit. Positive pressure was applied when a leak was noted. A further microscopic examination confirmed a balloon pinhole in the distal body of the balloon at the distal end of a blade. Solidified blood was present within the guidewire lumen. The tip of the device was microscopically examined and no issues were noted with its profile. No kinks or damage were noticed along the shaft of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).